Event description:
During the procedure, it was reported the balloon could not be deflated. The inflated balloon was successfully removed from the pt. It was reported that the balloon was tested for inflation/deflation during preparation and it had worked as intended. No pt injury reported.

Manufacturer narrative:
The balloon catheter was returned for eval with the guidewire. The balloon was tested for inflation/deflation and no defect was found.